Event description:
During a routine shift check by a clinician, the handle came apart where the spoons are attached. Complainant indicated that there was no pt involvement in the reported malfunction.